Event description:
It was reported that this artificial urinary sphincter (aus) was replaced due to mechanical issues after two weeks of use. No additional information was received. No patient complications were reported.